Event description:
Facility alleges: into 3.5 hrs of treatment, blood is noted to be dripping from the arterial line at the blood pump segment, causing an estimated blood loss of less than 100cc. Facility reported upon examination, it was noted that the blood pump segment of the arterial line had doubled over during treatment and cracks were noted in this area. Pt was admitted to the hosp later on the same day with a diagnosis of hemolysis.